Event description:
A customer reported that when using the bimanual handpiece in the cortex program, lately, the vacuum does not build up when the pedal is fully depressed; this has occurred "very often". The issue was noticed by several doctors on several occasions. Additional information was received indicating that the bimanual handpiece is from another manufacturer. There was no patient impact reported.

Manufacturer narrative:
The company representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).